Event description:
Customer's mother called to report that bg levels were high (266-323 mg/dl). Customer's mother reported that the cannula was bloody, and insulin leaked out when the pod was removed. New pod was activated by customer and suspect pod returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.